Event description:
A customer contacted company regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the unicel dxl 800 access instrument. The accu tni result was 20.47ng/ml. The result was not reported out of the lab. The customer re-tested the patient original sample for accu tni. The repeated accu tni result of 0.11ng/ml was reported out of the lab. The customer then re-tested the patient original sample for accu tni 2nd time; the result was 0.11ng/ml. There have been no report of injury or change to patient treatment attributed to or connected with this event.